Manufacturer narrative:
B3 - date of event: date of event was approximated to 06/30/2025 as the exact event date was not reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that tip detachment requiring additional intervention. A v-14 control wire was advanced. During the procedure, the tip broke. An attempt was made to snare it; however, the tip remained inside the patient. The procedure was completed using an alternate device. There were no patient complications as a result of this event.